Manufacturer narrative:
The product was not returned for analysis. The device history record (DHR) could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete and investigation. Add¿l info has been requested by phone, fax and mail on (B)(6) 2012. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that a glaucoma shunt was removed and replaced during a secondary procedure due to something was blocking it. Add¿l info has been requested.